Event description:
It was reported that during a coronary treatment procedure on a patent ductus arteriosis, deflation difficulties were experienced. During pre-procedure testing the balloon was inflated and deflated without problems. Access was obtained through the femoral vein. An amplatz ultrastiff 0.035 cook wire was introduced through a 9f cordis sheath. The occlusion balloon was then advanced and inflated using a 20 mm luer lock inflation volume syringe and a 50/50 solution of saline and omniopaque 300 mg to occlude the pda. The phsyician was then unable to deflate the balloon for removal. The phsyician managed to advance the balloon into the aorta where it was possible to deflate the balloon. The occlusion balloon was successfully removed through the sheath without incident. No pt injury or complications were reported.